Manufacturer narrative:
The troponin t gen 5 reagent lot number was 743112. The expiration date was not provided. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery was acceptable on measuring cell 1. The alarm trace showed a couple of abnormal aspiration (sample probe) alarms. The field service engineer found that the gear pump was out of specification. He adjusted the gear pump pressure to specifications. Qc was then performed and was acceptable. The service actions (adjusting the gear pump pressure to specifications) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t gen 5 assay on a cobas 8000 cobas e602 immunoassay analyzer using measuring cell 2 when compared to the same immunoassay analyzer using measuring cell 1). Initial result: 8.24 ng/l (tested on measuring cell 2). The customer stated that the qc went out of range on measuring cell 2, prompting the repeat of the sample. Repeat result: 11.16 ng/l (tested on measuring cell 1). The repeat result was deemed to be correct. Reportedly, an amended report with the correct results was issued.